Manufacturer narrative:
Complaint conclusion: as reported, there was no white tube for tamponade and no collagen plug seen on a 5f mynxgrip vascular closure device (vcd). The balloon was then deflated. Hemostasis was achieved with manual compression for 20 minutes. The patient was done as an outpatient, and recovery was extended to 6 hours. The patient recovered and was uneventful. There was no reported patient injury. The user tested it several times on the table after removing it from the patient. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not present when the user then tested the device outside the patient. The device was used in a liver embolization procedure with a retrograde approach. A 5f non-cordis sheath was used with the device. There were no issues at the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd)/ calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The sealant was partially stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Upon visual inspection of the received device, it was noted that the shuttle was disengaged from the black handle, with the stopcock in the open position. The syringe was received separated from the device, and the sealant was not returned for evaluation. Additionally, the balloon was fully deflated. The device underwent inspection for any anomalies that might have contributed to the reported incident, and the advancer tube was not received for evaluation. Per functional analysis, the shuttle cartridge was able to be advanced and retracted to the black handle without issue, as per the mynxgrip IFU. It was verified that the advancer tube was not received for evaluation. The reported event of ¿advancer tube-missing advancer tube¿ was confirmed through analysis of the returned device as it was received without the advancer tube present. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the missing advancer tube event reported. However, as the device was received with the sealant deployed and the shuttle not engaged to the black handle, it is unknown whether the advancer tube was not included with the device or if the advancer tube was already deployed when received for analysis. If the advancer tube was present with the device at the time of the issue experienced, procedural/handling factors, such as incomplete shuttling down of the shuttle, are likely since there were no issues noted during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube appearing to be missing. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was no white tube for tamponade and no collagen plug seen on a 5f mynxgrip vascular closure device (vcd). The balloon was then deflated. Hemostasis was achieved with manual compression for 20 minutes. The patient was done as an outpatient and recovery was extended to 6 hours. The patient recovered and was uneventful. There was no reported patient injury. The user tested it several times on the table after removing it from the patient. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not present when the user then tested the device outside the patient. The device was used in a liver embolization procedure with a retrograde approach. A 5f non-cordis sheath was used with the device. There were no issues at the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The sealant was partially stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.